Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 673 mg/dl. The customer's mother stated that her daughter was getting no delivery alarms after a set change. The mother stated that they were able to troubleshoot and the alarm did not recur. The mother also stated that her daughter was hospitalized for diabetic ketoacidosis. The customer had symptoms such as trouble breathing, chest pains and vomiting. The customer was treated with insulin drip. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised to call back if further issues persist.